Event description:
A talent stent graft system was implanted in the patient for the emergent traumatic aortic injury, endovascular treatment of a 30 mm thoracic aneurysm in zone 2 and a thoracic aortic dissection in zone 3. Stent graft delivery and device deployment was successful during the index procedure. No adverse events were noted during the procedure. The patient expired from an unknown cause. Relationship to device is unknown. Relationship to procedure is unknown. Per the investigator, the patient was taken to the hospital in a state of cardiopulmonary arrest. Despite advanced cardiac life support, the patient showed no response and further resuscitation had to be discontinued, leading to the patient's death. The cause of death was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.